Manufacturer narrative:
(B)(4) g2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 4 and a half years post implantation due to dislocation. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code: mechanical (g04) ¿ head. Visual examination of the provided picture identified the explanted head and stem covered in bio-debris. No further evaluation could be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. As per IFU, only authorized combinations of zimmer and biomet products should be used. The use of a non-zb liner is considered off-label use. It is unknown if the off-label use caused or contributed to reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.